Event description:
A malfunction code, malf 1, was reported, but there was no adverse impact on the customer¿s blood glucose level. The customer had previously reported the malfunction and reset the pump, and technical support decided to replace the pump, which was under warranty. The customer confirmed using multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. Technical support confirmed the shipping address and instructed the customer on how to put the pump into storage mode and return it within 10 days using a pre-paid label, which the customer acknowledged.